Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the loss of capture was noted on the right ventricular lead during the procedure and the lead dislodgement was also suspected. The physician explanted the whole system and implanted a temporary pacemaker with epicardial leads. Later when the patient presented in the hospital after a week, the physician explanted the entire system and implanted a new system. There was no allegation of malfunction on the system. The patient was stable during and post procedure.